Event description:
It was reported that, it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt had a total hip replacement on (B)(6) 2011 utilizing the rejuvenate hip stem. It is further alleged that as a result of the insertion of the device, the pt will require another surgery to have the device removed and replaced. On (B)(6) 2012 - additional info received from sales rep: it was reported that the surgeon revised patient's right total hip because of pain and elevated ion levels. While performing the revision, surgeon noted significant fretting at the neck/stem junction. Surgeon removed neck, stem, head, and liner. Surgeon replaced with a restoration cone conical. The hospital will not release any implants, x-rays records or any further pt info regarding this case per hospital policy.

Manufacturer narrative:
The info in this report was provided by stryker (B)(4) department. No additional info is available at this time. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.